Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system reported feeling a shock. The health care professional (hcp) confirmed multiple shocks were delivered that day. Technical services (ts) discussed uploading remote monitoring data for review and to consider paging a local field representative. The hcp will review options with her colleague. This ICD remains in service. No additional adverse patient effects were reported.